Event description:
The complainant reported that a high purge pressure alarm occurred on the impella 5.5. The purge cassette was replaced and tissue plasminogen activator was added to the purge, but it was unsuccessful. Additionally, a thrombus was identified. The patient was taken back to surgery for implantation of a new impella 5.5. The patient's outcome is stable.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
High purge pressure: clinical details state that purge flow had a sudden drop from 12 ml/hr to 1.5 then to less than 1.0ml/hr and low purge flow/high purge pressure alarms triggered. The issue was not resolved by replacing purge cassette. No purge line kinks were observed in the field. It was noted in the days leading up to the hpp event that the patient had been going on daily walks. Data log review confirmed the drop in purge flow and a 40-second rise in pp following by stalled purge ticks, purge system blocked alarms, and purge pressure high alarms. The motor current and pump flow also slightly increased at the time of the pp rise. A de-airing procedure was completed 15 minutes after the pp rise and the purge cassette was replaced an hour after the pp rise, but the hpp did not resolve. The pump was explanted after 3 hours of hpp. The investigation of high purge pressure (hpp) and thrombus has been completed. The pump and a purge cassette were returned and evaluated. There was some blood found in the purge gap that was still present after purging the pump. No kinks were found on the returned pump or purge cassette. The returned purge cassette was not used for the reproduction testing since there was a tight knot present in the tubing. The pump was purged, it reproduced hpp, and the hpp resolved when cutting the catheter near the motor housing. No blood ingress was found in the purge line. It is likely that the high purge pressure began with a kinked purge line that then led to the blood in the purge gap seen in the lab. The location of the kink was unable to be identified and could have been a transit kink that resulted in blood ingress despite late efforts to replace the purge cassette. The root cause of the high purge pressure was most likely a kinked purge line since the data logs were characteristic of a kink (at an unknown location) with a sudden pp rise and purge system blocked alarms with no motor current (mc) spikes that led to a slight increase in mc and pump flow due to biomaterial or blood ingress. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Product damage (purge tubing kink): the fm product damage (purge tubing kink) was added since investigation found that the root cause of the high purge pressure was most likely a kinked purge line. No kinks were found on the returned pump or purge cassette; however, a tight knot was tied in the tubing of the purge cassette. The root cause of the product damage (purge tubing kink) was most likely patient movement as clinical details stated that the patient had been ambulating daily.